Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported to philips remote service engineer (rse) unit with check vent alarm, and the primary speaker fails at turn on. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer confirmed code consistent with the primary alarm failed was logged; the code consistent with the speaker test shows motor speaker fail. The rse discussed suggested repair for primary alarm failure and provided parts identification (ID) for the speaker. The customer confirmed the issue had been resolved; it was a faulty speaker but did not provide any additional repair details.